Event description:
Complainant alleged that during functional testing, the device failed to analyze when the analyze button was pressed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.